Event description:
Post coronay angioplasty procedure, an angio-seal device was deployed in the right common femoral artery without complications. The following day, the pt experienced extreme pain in the right groin area which required narcotics for pain relief. A small hard lump was noted in the area, there was no evidence of a hematoma.